Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The physician commented that he possibly had an ion stent accordion during a procedure. Additional information has been requested and is not available.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).